Event description:
It was reported that at 60,000 joules of use and 12 minutes while using the surgical fiber during a prostate procedure, the fiber broke. The procedure was completed using an alternate procedure (turp). There was "no injury to patient" reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the fiber appears blackened near and at the location of the heat shrink tubing open end. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.